Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station not powering on due to component issue. Field service engineer replaced the drawer boards and pyxi-bus controller then did firmware upgrade and configured the new controllers to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system station not powering on . The customer reported that users were able to remove medications to patient using other station, which led to 30 minutes delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.